Event description:
The customer reported the probe on the beckman coulter act diff was leaking after startup. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid. Medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. No one was splashed or sprayed. There was no death, injury or change to patient treatment attributed or associated to this complaint, nor was there impact to patient results as a result of this event. The customer contact assisted the customer with troubleshooting the instrument via telephone. Customer was able to remove the probe wipe, clean it with bleach to flush out the clog, and reattach it to the instrument with the guidance of the customer contact. Customer ran start up twice and there was no evidence of leaking. There has not been a recurrence of the leak reported to date. Root cause for the leak was a clogged probe wipe. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Manufacturer narrative:
(B)(4).